Event description:
Medtronic neurosurgery received a report that the patient presented to the user facility with persistent headaches, decreased appetite and slit ventricles on his most recent CT. The patient was taken to the operating room where the rickham reservoir was found to be disconnected from the ventricular catheter.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. On (B)(6) 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.